Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident attempts were made to obtain complete patient information.

Event description:
It was reported the patient¿s ipg lost communication with external devices. Patient reportedly had surgery for an unrelated issue and the ipg was not placed in surgery mode. At the doctor¿s visit it was determined to replace the ipg. It was reported that the ipg was replaced on (B)(6) 2020. No other information known at this time.